Event description:
Plaintiff alleges latex sensitization as a result of repeated exposure to latex exam gloves. Further alleges suffering from asthma, respiratory problems, hives, dermatitis, diarrhea, vomiting, confusion, throat soreness, fatigue, extreme discomfort, depression and emotional distress. Husband alleges loss of his wife's services, consortium financial support and the care and comfort of her society as a result of this sensitization.